Event description:
Patient had a total knee arthroplasty done in spring of 2009. The arthroplasty has never been satisfactory for her and her description of anterior knee pain with activity suggested anteroposterior instability of the joint. Physical examination confirmed a degree of anterior-posterior translation and treatment with a posterior cruciate ligament stabilizing brace led to improvement in her symptoms. We, thus, have offered her a revision knee replacement to replace the external brace providing stability.